Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that ten patient samples showed evidence of interference with the architect stat high sensitive troponin-I assay. The customer performed investigations on 18 patients and 55% had results suggestive of architect stat high sensitive troponin-I assay interference. The following data was provided. Sample ID, original result (pg/ml), recovery post peg treatment, scantibodies (heterophilic blocking tube) recovery, linearity, troponin-t interference: (B)(6), 42, 29.5%, 110%, not performed, 24 likely; (B)(6), 1537, 5%, 109%, linear, 9 likely; (B)(6), 142, 3%, 4%, non-linear, <3 likely; (B)(6), 96, 29%, 98%, non-linear, 12 likely; (B)(6), 203, 35.4%, 31.0%, linear, 16 likely; (B)(6), 30, <11%, 106%, linear, 9 likely; (B)(6), 32, 18%, 96%, not performed, 7 likely; (B)(6), 209, 1.4%, 1.1%, non-linear, 11 likely; (B)(6), 153, 4.9%, 109%, linear, 9 likely; (B)(6), 34, 12%, 109%, linear, 10 likely. Based on the studies performed, the customer believes the interference may be due to heterophile antibodies or macrotroponin. No additional patient data was provided. The architect stat high sensitive troponin-I are suspected to be falsely elevated due to the interference. No impact to patient management was reported.

Event description:
The customer stated that ten patient samples showed evidence of interference with the architect stat high sensitive troponin-I assay. The customer performed investigations on 18 patients and 55% had results suggestive of architect stat high sensitive troponin-I assay interference. The following data was provided. Sample ID, original result (pg/ml), recovery post peg treatment, scantibodies (heterophilic blocking tube) recovery, linearity, troponin-t interference (B)(6) , 42, 29.5%, 110%, not performed, 24 likely. (B)(6) , 1537, 5%, 109%, linear, 9 likely. (B)(6) , 142, 3%, 4%, non-linear, <3 likely. (B)(6) , 96, 29%, 98%, non-linear, 12 likely. (B)(6) , 203, 35.4%, 31.0%, linear, 16 likely. (B)(6) , 30, <11%, 106%, linear, 9 likely. (B)(6) , 32, 18%, 96%, not performed, 7 likely. (B)(6) , 209, 1.4%, 1.1%, non-linear, 11 likely. (B)(6) ,153, 4.9%, 109%, linear, 9 likely. (B)(6) , 34, 12%, 109%, linear, 10 likely. Based on the studies performed, the customer believes the interference may be due to heterophile antibodies or macrotroponin. No additional patient data was provided. The architect stat high sensitive troponin-I are suspected to be falsely elevated due to the interference. No impact to patient management was reported.

Manufacturer narrative:
Result data for 10 samples was provided. Reduction in results were observed on architect for the samples following peg precipitation and/or scantibodies blocking tubes and the customer noted that interference with either macrotroponin or heterophilic antibodies was likely. The customer also tested the samples for troponin t with significantly lower values obtained for the samples compared to architect. Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data through abbottlink. The likely cause lot is unknown in this case, however review of the within date lots show that median values are within established limits indicating that the lots are comparable and performing acceptably in the field. Per historical technical operations review, detection of macrotroponin in an assay is due to the specific antibodies used for capture and detection. Varying performance across different assays maybe observed based on the sequence targeted on the analyte. Due to the nature of the hst-I test the presence of macrotroponin in a patient sample should have no impact on patient management. The diagnosis of an ami is not dependent on an individual result. Serial sampling to detect the temporal rise and fall of ctni levels is recommended for the differentiation of acute cardiac events from chronic cardiac disease. Based on the investigation, no deficiency was identified.